Event description:
A customer reported that she applied absolute waterproof tape to the thumbs of her daughter. The customer reported that she applied a small piece of gauze covered with tape on one thumb and tape only on the other. A pediatrician stated that the pt had a pus-filled blister on her left thumb that had been there for two days when she first examined the pt. Dr further stated that both thumbs blistered and peeled like a banana. Dr debrided the thumbs daily and treated them with silvadene. According to dr, most of the injury was partial thickness but some was full thickness and into the joint. Dr stated that she does not know what caused the injury. Dr said, the left thumb healed nicely, the right was more severe and healed with a contracture.

Manufacturer narrative:
Source of evaluated device: actual device involved in incident was evaluated. Customer provided the tape that she had used on her daughter. Device from reserve sample evaluated. A retain sample (aged) of the absolute waterproof tape and new sample of absolute waterproof tape were also evaluated along side the returned device from the customer. Type of evaluation performed: other. Reflectance ftir analysis was done on the actual device from the customer, the retain sample, and the new sample of the device. Results: reflectance ftir analysis of the backing and adhesive of the returned tape indicates the returned tape is compositionally consistent with newer and aged tape. Conclusions: the etiology of the injury is unknown.